Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the white residue in the air/water channel. Based on the results of the investigation, it is likely the following led to the malfunction: component failure led to the melted c-cover and insulation. The event can be detected/prevented by following the instructions for use which state: the IFU it is stated in warnings and cautions on page: 6 do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a melted c-cover and insulation. The air/water supply had white residue. There was no patient involvement.